Event description:
A 2.4mm ti locking screw, implanted in a locking reconstruction plate for a tumor resection of the mandible broke post operative and was removed. Plate was implanted without bone graft.

Manufacturer narrative:
Subject device has been rec'd and is currently in the evaluation process. No conclusion can be drawn at this time.